Event description:
Staff discovered a problem with some of the connections to the ports of the scope. Although we had always used tergel product, the o-rings occluded the flow of solution through lumens. This allowed improperly reprocessed scopes to be used for procedures. Staff followed the manufacturers recommended steps for scope re-processing following a through manual cleaning process with tergel.